Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer used the insulin within the supplies beyond labeling. Tandem technical support educated customer on cartridge/insulin labeling. The customer changed the cartridge to resolve the issue. The customer's blood (bg) was "high", however, a specific value was not provided. The customer administered a manual injection to address bg level.